Event description:
It was reported that during the third inflation in the cephalic vein, the pta balloon ruptured (atm unk) and the distal section of the balloon detached. The detached segment was successfully retrieved with a snare device. There was no reported pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the MFR for eval. The investigation is currently underway.